Event description:
Gore, through casual conversation with the complainant, discovered the following: a pt was implanted with an aortic endograft and two bridging gore viabahn endoprostheses for perfusing a visceral artery. The junction of the two gore viabahn endoprosthesis became detached sometime after the initial case.

Manufacturer narrative:
Note: gore did not receive lot number information for the two devices identified in this event. Medwatch #2017233-2013-00322 was submitted to capture the first device. This medwatch is submitted to capture and report the 2nd device. The gore viabahn endoprosthesis instruction for use state: w.l. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis in applications other than the endovascular grafting of superficial femoral or iliac arteries.